Event description:
It was reported that a remote transmission showed that the right ventricular (rv) lead had episodes of nonphysiological right ventricular lead noise. The patient attended the clinic the following afternoon where lead noise was confirmed. The lead also showed oversensing. It was also noted that due to high impedance there were lead integrity alerts. A possible lead fracture was suspected. The patient was admitted under the care of cardiology for further management. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.